Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent buttons response due to corroded keypad traces. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he was running and the device got stuck in a pouch he uses to run. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.